Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2023 where the ipg pocket was cleaned out and made deeper. Effective stimulation restored.